Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficult to insert the guidewire could not be determined. Factors that contribute to difficult to insert/advance the guide wire, include, but not limited to, patient anatomical conditions, occlusion of the sheath due to excessive blood clot or other biological matters; patient artery anatomy variables), damaged guidewire or manufacturing. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event estimated as 10/3/2024.

Event description:
It was reported that this was a closure using two proglide devices relative to an unspecified procedure. Reportedly, there seemed to be an obstruction in the black part of the catheter and the guidewire. One was not used, one was used and deployed perfectly fine. Hemostasis was achieved with the second proglide device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.